Event description:
The customer contact reported "sparks" were noted where the ac power cord enters the back of the device. The device was returned to the biomedical engineering department with a note that stated "sparks, smokes near where plug enters device and patient noticed it an unplugged it from the outlet." The customer contact indicated the pump was programmed to deliver an unspecified hydration fluid. No specific programming parameters were provided. After an unspecified length of time in use, the patient noted a burning smell and saw "sparks shoot out from the back of the device." It was reported the patient unplugged the device from the ac outlet and notified the nurse. There were no reported adverse patient effects. No medical interventions were required. The device was removed from the clinical setting. Therapy was resumed using a replacement device. During visual inspection at the user facility, it was noted that the ac power cord was burned where it enters the back of the device. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.